Event description:
It was observed during the device evaluation that the evis exera iii colonvideoscope exhibited clogging of foreign material inside the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material remaining in the subject device was unable to be specified. However the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at scope cover. The suggested event is detectable or preventable by handling the device in accordance with the following IFU: "IFU states that detection method in evis lucera gif/cf/pcf type 260 series operational manual chapter 3 preparation and inspection" and "IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures." In addition, the following non-reportable malfunctions were found during the device evaluation: the scope cover was leaking; the light guide rod lens was cracked; the bending tube was shortened; the connecting tube/passive bending was scratched; the air/water nut was peeling off; the suction cylinder nut was peeling off; the universal cord was scratched; the angulation in all directions was out of specifications; and the radio frequency identification was defective. Olympus will continue to monitor the field performance of this device.